Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they kept having bent cannulas. The customer's blood glucose was 458 mg/dl at the time of incident. The customer stated that the high blood glucose was treated during the hospitalization. The customer declined to troubleshoot for hospitalization. The customer was assisted in inserting an infusion set to prevent bent cannula. The insulin pump will not be returned for analysis.